Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilation went into standby mode during patient treatment. There was no patient harm. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported issue. All functional tests and safety checks were performed, the system was updated. The ventilator passed all the tests and no problems were found. The received event and the trend logs were taken by the fse after system upgrade, therefore there is no relevant information in the logs that can be linked to the reported issue. The pre-use check was performed by the user on(B)(6)2019 before the event date and the ventilator passed pre-use check on that day.on the event given event date pre-use check not performed. The last pre-use check was performed on (B)(6)2019 and the ventilator passed the test. Since the logs do not include any information related to the reported issue, the root cause of the complaint could not be found.